Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive up button due to unlocked j2 or lcd keypad connector.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as insulin pump up arrow button were not working. The customer states their blood glucose level was 600 mg/dl and treated with insulin pump and manual injection. The customer assisted with troubleshooting. Customer stated they was in the hospital but non insulin pump related. Customer also states their high blood glucose were not insulin pump related. Customer states they was not able to rewind the insulin pump. Customer could not use the up arrow to go to reservoir setup. Customer states the time was still advances. The device will be returned for analysis.